Manufacturer narrative:
A medtronic representative went to the site and tested the navigation system/instruments. He was unable to replicate any inaccuracy while using the instruments. Software investigation performed was unable to determine root cause with available information.

Manufacturer narrative:
The computer was replaced in the system. No further subsequent issues have occurred since computer replacement. Computer has not been returned for manufacturer evaluation.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy when checking the screw trajectory on the patient. Screw plans had been created. When the surgeon compared screw trajectory on the navigation system to the 2d fluoro image, he deemed the image on the stealthstation was inaccurate. The surgeon opted to discontinue use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not provided as site noted (B)(4) laws prohibiting disclosure. Software investigation not completed at time of this reported.